Manufacturer narrative:
(B)(4). Date of initial report : 4/5/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a post-aortobifemoral bypass surgery the rf console displayed a detection error when the mat scan was performed. The rn and or tech re-counted all sponges multiple times always getting a correct count. The mat scan was performed multiple times always detecting a rf tag sponge. A rf wand scan was then performed which confirmed the correct count with no detection. An x-ray was taken which also confirmed, by surgeon and radiology, no retained rf tag sponge. After the patient left the or a mat scan was again performed, this produced no detection.

Manufacturer narrative:
(B)(4). Date of initial report : 4/05/2016. Date of follow-up report : 4/22/2016. The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.